Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. The device was returned for analysis. An visual examination, device interrogation, temperature cycle interrogation, and assessment of total projected longevity was performed and all results were found be normal with no anomaly noted.

Event description:
It was reported that a pacemaker (pm) was being prepared pre-procedure. It was noted that after the leads information was entered there was a radiofrequency (rf) telemetry issue with the programmer. The pacemaker was isolated and the rf connection was tested without an issue. There was no patient involvement.